Event description:
Customer reported a crack in the reservoir chamber and condensation behind the display screen. The blood glucose reading was 189 mg/dl. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.